Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy which resulted in the development of peritonitis. The break in aseptic technique was further described as the environment around the room the patient was performing therapy in was not clean. The peritonitis was manifested by abdominal pain and cloudy effluent. The patient was admitted to the hospital and began treatment with denkaxym and fortum intraperitoneally (1g daily for two days) for the peritonitis. Three days later, the patient began treatment with tienam (ip, 1.5g daily) and ciprofloxacin (ip, 200mg, frequency not reported) for the peritonitis for 7 days. The patient was not responding to treatment and their catheter was removed. The patient was discharged from the hospital after 25 days and had not yet recovered from the peritonitis. Additional information was not available.

Manufacturer narrative:
(B)(4). This is a report of a break in aseptic technique that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.